Event description:
A malfunction was reported on the customer's pump, specifically indicating a malf 5 code. There was no adverse impact to the customer's blood glucose level. The technical support provided instructions for resetting the pump, but the malfunction persisted, leading to a decision to replace the pump. The customer was advised on how to use multiple daily injections as backup therapy until the new pump arrived, which would include updated software. Instructions were also provided on placing the malfunctioning pump into storage mode, returning it to tandem, and programming and connecting the new pump with their cgm settings. The customer was informed about the return process and acknowledged all instructions.